Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited high pacing capture thresholds. The lead was explanted and replaced. No further information is available at this time.